Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side "contracture grade iii-IV" and "patient refers pain and hardening in both breasts and deformity". Device remains implanted.